Event description:
<P>it was reported that an altitude alarm on the pump was declared. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. To resolve the issue, the customer replaced the cartridge and received tips from technical support on preventing altitude alarms. The pump then resumed normal operation.</p>